Event description:
The event is reported as: the stapler jammed during the surgery. No pt injury reported. The device was used by (B) (6) hospital, (B) (6) and reported to teleflex medical by (B) (6).

Manufacturer narrative:
At the time of this report, the device sample was not returned to the MFR. The results of the investigation are not available at the time of this report.